Event description:
It was reported to gems that a pt complained of the arm feeling warm during an magnetic resonance scan. At the end of the scan, the pt had a red mark above the elbow on right arm. The pt returned the next day with a blister on the arm at point of redness. It can be surmised that the pt had to be squeezed into the bore. It is stated in the operator's manual that positioning of the pt can affect the safety of the scan procedure. Improper positioning can result in sunburn-like burns. It also states how to maintain a safer scan environment.